Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage-right device functional core portion removed medial tip of retention coil still imbedded in the cornual stump of the tube') and embedded device ('right device functional core portion removed medial tip of retention coil still imbedded in the cornual stump of the tube') in a 40-year-old female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included abdominal pain, pelvic pain, cervical pap smear abnormal and ovarian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) and methadone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). In 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: hands breaking out"), nausea ("nausea,") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 4 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti & vagina"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti & vagina"), vulvovaginal pain ("vaginal wall") and abdominal pain upper ("stomach pain"). On (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced visual impairment ("vision/eye problems type: had to get glasses at 37 years old,"). On (B)(6) 2018, the patient experienced irritability ("hormonal changes describe: grouchy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue,") and alopecia ("hair loss,"). The patient was treated with surgery (supracervical hysterectomy (uterus only),bilateral salpingectomy,surgical removal of coils) and glasses. Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, visual impairment, irritability, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, vulvovaginal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, irritability, menorrhagia, migraine, nausea, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2017, (B)(6) 2018. During insertion ,essure was placed with 1 coil on each side without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: findings: imaging of the pelvis is done with the endovaginal approach. The uterus is outlined which seems to be relatively smooth. The endometrial tissue is measuring 3 mm. Uterine dimensions are 7.9 x 3.9 cm in ap and transverse dimension. No fluid collections in the pelvis can be seen. Assessment of the ovarian areas show small follicles associated with the right ovary. The ovary is measuring 2.1 x 1.6 cm in size. Blood flow to the ovary is detected. Imaging of the left ovary is also done. It has small follicles also present. The largest is measuring 1.3 x 0.9 cm.. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- dyspareunia, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage-right device functional core portion removed medial tip of retention coil still imbedded in the cornual stump of the tube') and embedded device ('right device functional core portion removed medial tip of retention coil still imbedded in the cornual stump of the tube') in a (B)(6) year old female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included abdominal pain, pelvic pain, cervical pap smear abnormal and ovarian cyst. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) and methadone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). In 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: hands breaking out"), nausea ("nausea,") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 4 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti & vagina"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti & vagina"), vulvovaginal pain ("vaginal wall") and abdominal pain upper ("stomach pain"). On (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced visual impairment ("vision/eye problems type: had to get glasses at (B)(6) years old,"). On (B)(6) 2018, the patient experienced irritability ("hormonal changes describe: grouchy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue,") and alopecia ("hair loss,"). The patient was treated with surgery (supracervical hysterectomy (uterus only),bilateral salpingectomy,surgical removal of coils) and glasses. Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, visual impairment, irritability, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, vulvovaginal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, irritability, menorrhagia, migraine, nausea, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2017, (B)(6) 2018. During insertion, essure was placed with 1 coil on each side without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2017: findings: imaging of the pelvis is done with the endovaginal approach. The uterus is outlined which seems to be relatively smooth. The endometrial tissue is measuring 3 mm. Uterine dimensions are 7.9 x 3.9 cm in ap and transverse dimension. No fluid collections in the pelvis can be seen. Assessment of the ovarian areas show small follicles associated with the right ovary. The ovary is measuring 2.1 x 1.6 cm in size. Blood flow to the ovary is detected. Imaging of the left ovary is also done. It has small follicles also present. The largest is measuring 1.3 x 0.9 cm. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- dyspareunia, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: unspecified event: injury to herself was updated to more specific events: device breakage, eyeglass therapy, irritability, abnormal bleeding (vaginal, menorrhagia), uti, vaginal infection, apareunia, depression, rashes, bladder disorder, urinary tract disorder, migraines, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, right device functional core portion removed medial tip of retention coil still imbedded in the cornual stump of the tube, device monitoring procedure not performed, vaginal pain, abdominal pain upper. Reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events onset date, events severity, concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.